Manufacturer narrative:
Product was returned to zimmer biomet for investigation. It appears that poor weld penetration of the pin to the body was a contributing factor in the part failure; the pin was not returned. The slots cut into the body did not show signs of good weld penetration. This would not be visible to a completed part without destructive testing. In order to enable better weld penetration a chamfer was added to the body. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that a g7 handle fractured during a procedure. There was not delay in the procedure or injury to the patient reported.